Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported that the lag screw jammed in barrel of nail when surgeon attempted to insert it.